Manufacturer narrative:
Product event summary: the balloon catheter 2af284, with lot 71891, was returned and analyzed. Visual inspection of the catheter showed the catheter was intact with no apparent issues. Smart chip verification showed the catheter was used for eleven applications on the date of the event. The catheter passed the performance test. The dissection test showed a guide wire lumen kink at 1.25 inches from the tip inside the balloons. Pressure test did not show leaks. In conclusion, the balloon catheter failed inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.